Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer replaced the tubing three times but the insulin pump kept telling her the bolus was not delivered. She received a bolus stopped alarm. Customer's blood glucose level was 576 mg/dl. She treated her blood glucose level with a bolus. The device was not returned.